Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the incorrect item was received in package. The surgery was completed with a second device. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection performed to verify item (192414) and lot (944680) number. Visual inspection of the box label, unused labels inside the box and the label affixed on the cavity lid all have the same item and lot number listed. Visual inspection of the packaged part shows the etched lot number to be 621550. This confirms the packaged part is not conforming to the box that it was packaged in. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause determined as a manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.